Manufacturer narrative:
(B)(4). Thv tvt registry inclusion. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, per the initial reporter, heavy calcification in the sinotubular junction (stj) caused the balloon to burst. The burst balloon likely contributed to the withdrawal difficulty and subsequent cutdown to the vein was required to remove that portion of the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by the field clinical specialist (fcs) during the deployment of the 26mm sapien 3 valve in the aortic position via transcaval approach, the delivery system balloon burst at full inflation. It was not possible to hold the inflation for the full 3 seconds before the balloon burst. Pvl was trace to none. It is believed that heavy calcification in the sinotubular junction (stj) caused the balloon burst. As the balloon could not re-fold properly, there was difficulty pulling the delivery system into the sheath. During the attempts to pull the delivery system into the initial sheath, there was some separation. The delivery system separated as they pulled very hard on the system trying to remove the delivery system. Eventually, the delivery system was cut so a larger sheath could be placed. However, a portion of the burst balloon remained stuck on the sheath, as small pieces were flared out. There was no patient injury or damage to the aorta or vessel, however, part of the delivery system got stuck in the skin track. A cutdown was made in order to remove that portion of the delivery system. The patient had a balloon aortic valvuloplasty (bav) with a non edwards balloon two weeks prior to the procedure, and that balloon burst due to the patient¿s calcium as well.